Event description:
New information received notes that fracture was noted on the lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of lead noise was confirmed. The reported events of low defib impedance and lead fracture were not confirmed. As received, a partial lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the ring electrode cable lumen and inner coil lumen proximal to suture tie impression. One of the ring electrode cable coatings was found abraded in this region. X-ray examination and electrical testing did not find any indication of conductor fractures and no internal shorts. The cause of lead noise was due to external insulation abrasion consistent with friction to device can.

Event description:
New information received notes that the right ventricular lead exhibited low pacing impedance. The patient was stable.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. No intervention was done. The patient status was unknown.